Event description:
It was reported that during a supply change the ilet user inadvertently pulled the infusion set off the applicator while removing the needle guard, then prepared a replacement set but initially forgot to remove the adhesive backing and later had a set that did not adhere to the body; the agent provided education to twist the needle guard before removal, and the user ultimately applied a new set using supplies from lot 6011933. There were no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with an improper or incorrect procedure involving the infusion set component, with no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.